Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to low blood glucose (bg) levels of 42 mg/dl and falling, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the wounds were cleaned, cooled down with bepanthenol/bepanthen and the patient was given dextrose against the hypoglycemia.